Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended with dried blood/body fluid present normal for active fixation leads. Analysis revealed a fractured anode conductor ~275 mm from the terminal end, consistent with cyclic fatigue. Additional findings included insulation damage likely due to explant and electro-cautery, deformed coils, and environmental stress cracking near the terminal pin. A stylet was lodged in the lead, and setscrew marks were correctly positioned. Hipot testing confirmed no electrical shorts. The identified fracture contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise. A new lead was successfully implanted. This lead is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise. A new lead was successfully implanted. This lead is not expected to be returned. No additional adverse patient effects were reported.